Manufacturer narrative:
Continuation of d10: 6935m55 lead; implanted: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department because the patient's son was checking the patient's pulses at home and they were in the thirties; this is lower than the cardiac resynchronization therapy defibrillator (crt-d)'s programmed lower rate. The transmission report was reviewed and it was noted that the right atrial (ra) lead exhibited high thresholds. The device and lead remain in use. No further patient complications have been reported as a result of this event.